Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site pain and infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the nurse reported that the insertion site was dirty and painful. The physician prescribed a three week course of antibiotics, using a different antibiotic each week, a nasal ointment on the insertion site and to wash it with scrub cream. The start and end dates of the antibiotic treatment, the names of the antibiotics, nasal ointment, and scrub cream used were not available.